Event description:
Healthcare professional reported that a ¿patient experienced significant nodules¿ and ¿nodules and inflammation¿ after they were injected in an unspecified area with ¿allergan product was allure as well as galderma products.¿ treatment is noted as doxy & hyaluronidase. Event is ongoing at this time.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.